Event description:
The patient reported, that his ins and extensions was removed due to a staph infection. The patient reported, that the leads remained implanted. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.

Manufacturer narrative:
.